Manufacturer narrative:
Company comment: the serious expected events of inflammation, ulcer, nodule at implant site, purulent discharge and the serious unexpected event of lymphadenopathy and the non-serious expected events of pain, oedema and erythema at implant site were considered possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To this date, only 4 medical complaints have been reported on this batch number and relate to inflammatory events and lack of efficacy. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to sanofi quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted until additional information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report was received on 11-dec-2023 by a physician concerning a 50-year-old female patient. Additional information was received on 19-dec-2023, 21-dec-2023 and 26-dec-2023 from the same physician. This was case 1 of 2 reported by the same reporter. The patient had undergone plastic surgery for a modeling disease (as reported). The patient was healthy and denied concomitant medications and allergies. The patient did not have any vaccinations in the last year. Her family history included mother having unspecified type of arthritis. The patient had previously received treatments with botulinum toxin and unspecified ha filler years ago and ellanse to her face in 2017 (6 years ago from date of report). The patient had never had allergic reactions. On (B)(6) 2023, the patient received treatment with 2 vials of sculptra (lot 3j1384), 1 vial to each buttock using 23g cannula with unknown injection technique. The patient had not used the product previously. The sculptra was diluted 60 minutes before application with the solution provided in the sales kit (as reported) and lidocaine [lidocaine] without epinephrine was added. Each vial was diluted to 20 ml (as reported). The physician recommended the massages. Twenty-four hours after the procedure, on (B)(6) 2023, the patient contacted the hcp reporting pain (implant site pain) and inflammation (implant site inflammation) during the massage. On an unknown date later in 2023, the patient consulted the physician and observed several painful nodular lesions (implant site nodule) spontaneously with massage. Redness/erythema (implant site erythema) and swelling/edema (implant site oedema) was also noted, which affected both buttocks. On an unknown date in 2023, the physician examined the patient and reported that the adverse events were not an infection, but an adverse reaction to sculptra. The reporting physician also informed that the patient was a little inflamed but that could be part of the sculptra process and therefore the massage was enhanced. On an unknown date in 2023, the patient received treatment with unspecified antihistamines. The physician also applied 3/4 of clindamycin [clindamycin] locally and 1/4 of intralesional lidocaine and there was a slight improvement. The next day after the corrective treatment, the symptoms worsened. Some lesions were floating and one of them was an ulcer (implant site ulcer) and seropurulent liquid exudation (purulent discharge), with bilateral adenomegaly (lymphadenopathy). On (B)(6) 2023, the injector physician informed that the patient did not perform the massages correctly and she would follow up to reinforce the importance of the massages. On (B)(6) 2023, the injector physician discussed about high inflammation with sculptra and formal support from the medical field was requested. In addition, it was reported as an adverse effect, as the inflammation was too much and had even improved with the recommendation of massages. On (B)(6) 2023, a plastic surgeon in consultation with the injector physician informed that it was a modeling disease (as reported). Another physician suggested performing a MRI to check other products, because the adverse reaction was not typical of sculptra. On (B)(6) 2023, the injector physician informed that the patient was getting worse and needed immediate formal support for the case. The patient insisted that she used nothing but sculptra. On (B)(6) 2024, the physician reported that the patient was hospitalized. The results of cultures performed was negative. The patient underwent biopsy, and the result was unknown. The patient was also treated with colchicine [colchicine] and meticorten [prednisone]. There was partial improvement, and the inflammation was recurrent. Outcome at the time of the report: pain was unknown. Inflammation was recovering/ resolving. Nodular lesions was unknown. Redness/erythema was not recovered/not resolved/ongoing. Swelling/edema was not recovered/not resolved/ongoing. Ulcer was unknown. Seropurulent liquid exudation was unknown. Adenomegaly was unknown. Tracking list: v.0 initial v.1 fu received on 05-jan-2024 from the same physician: case upgraded to serious. The patient was hospitalized. V.2 fu received on 09-jan-2024 from the same physician: events (implant site pain, nodule, ulcer, purulent discharge, and lymphadenopathy) added. Verbatim of events implant site inflammation and erythema updated. Coding and verbatim of event implant site swelling to implant site oedema updated. Patient demographics, past treatments, outcome of events, corrective treatment and lab tests details were updated.